Event description:
During an avnrt procedure, the catheter was plugged into the system and the se port of the ensite x mapping system. An error message on the ensite x system read "this product is intended for single use only". The catheter was exchanged with one from a different lot. This replacement catheter worked as intended. The procedure was completed with no adverse consequences to the patient.

Manufacturer narrative:
Fsca number: 3005334138-3/22/22-001-r. The returned device was inadvertently programmed during manufacturing, consistent with a loss in contact force functionality and with the reported event.

Manufacturer narrative:
Additional information: d9, g3, g6, h2, h3, h6, h10. The returned device was inadvertently programmed during manufacturing, consistent with a loss in contact force functionality and with the reported event.